Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced three infusion set cannula was kinked on (B)(6) 2024. The event occured within three hours of insertion. The infusion set was in use for few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.